Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually rising pacing impedance that triggered an alert that exceeded the programmed upper range for pacing impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.